Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtmr). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure that the system powered on with error 23025. The caller stated that the error was against universal surgical manipulator 3. The intuitive tech support engineer (tse) walked the caller through performing a hard power cycle, with no change. There was no additional information provided. The ports were not in place when the issue occurred.